Manufacturer narrative:
Product analysis of the pipeline flex embolization device damage location details: no bend was observed on the pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal and proximal ends of the pipeline flex braid were found opened and no damage. No other anomalies were observed. No other anomalies were observed. Testing/analysis: the pipeline flex embolization device was pushed out from introducer sheath without any issues. Conclusion: based on the analysis findings, the pipeline flex was not confirmed to have failure to open at the distal end and pushwire kink/damage. The event cause could not be determined as the distal and proximal ends of the pipeline flex braid appeared fully opened and no damage. No defect was found with returned pipeline flex embolization device that would have contributed to the event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that after the microcatheter was in place, the ped-450-35 was deployed, but the tip end could not be opened, and there was no improvement after repeated adjustments. Pulled it back to the straight section of the blood vessel for adjustment, but there was still no improvement. After two times of recycling, re-deployment and adjustment, there was still no improvement. Due to the long time and frequency of adjustment and repeated re-deployment, in order to ensure the safety of the patient, the stent was withdrawn without continuing to try. In vitro observation showed that the guide wire at the tip end of the stent was bent, and there was a risk of fracture. The plan was changed later, and coil embolization was performed instead. The pipeline was used for an indication that is approved (on-label). The pipeline and any accessory devices were prepared as indicated in the IFU. The patient was undergoing surgery for treatment of a fusiform, unruptured aneurysm of the cavernous sinus segment with a max diameter of 12mm and a 16mm neck diameter. The landing zone was 3.9mm distally and 4.3mm proximally. It was noted the patient's vessel tortuosity was normal. No patient symptoms or further complications were reported as a result of this event.

Event description:
Additional information received reported that the distal end of the pipeline did not open. The pipeline had not been placed in a vessel bend when it failed to open. When it could not be opened, tried to pull it back, waited and recovered and re-deployed it again, but there was no improvement. The tip end of the angiographic stent had not been fully opened.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.